Event description:
Halfway through the fat grafting procedure, the suction of the viality device stopped working. The cannulas were cleared, confirmed the drawer was in place, no issues were found with any seals and the tubing was replaced. A second viality unit was opened to complete the procedure.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no date of birth was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical performed an evaluation using other lot/batch device. Investigation results is most likely cause of the reported stopped suction may be the lid was sitting flush causing a vacuum leak during the procedure. The reported complaint cannot be confirmed; however, it is plausible a vacuum leak could occur form the lid gasket not sealing due to the lid not seating properly on top of the viality chamber. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.